Event description:
A valiant captiva stent graft system was implanted in a patient, right below the left common carotid artery, for the endovascular treatment of a 400mm type b thoracic aortic dissection. 3 non-medtronic devices (cook txd) were also implanted in the aorta. A non-medtronic (apv2) device was also implanted in the left subclavian artery. Angiogram indicated there was no endoleak in the false lumen. There was flow to the false lumen from the re-entry point in the abdomen. The procedure was completed, and the patient was transferred to the ICU. It was reported approximately 3 weeks post the index procedure that the patient was feeling unwell so a follow-up CT was performed. A retrograde type a aortic dissection was identified, and an emergency open chest surgery was performed. When the chest was opened, it was noted that the free flo springs of the stent graft were exposed from the blood vessel on the anterior wall side. The free flo spring was cut by wire cutter and total arch replacement was performed. The distal side was sutured with the valiant graft stent. The patient was then transferred to the ICU. Per the physician, the cause of the event was patient vessel morphology. The free flo springs touched at the corner of the vessel. Front and back, and left and right sided tortuosity should have been checked under 3d images. As the brachiocephalic artery was the common tube, the stent should have been implanted more proximal. The event was resolved. The patient status is alive, with injury. No additional clinical sequelae were reported and the patient will be monitored by their physician.